Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for unexpected noise the device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. When a error code 5 is received the generator stops functioning and a solid tone is heard. A probable cause of an error code 5 is blade damage. It is possible that the unexpected noise heard could be either: (1) the blade making contact with metal or plastic while activated; (2) the blade not properly attached to the handpiece; or (3) the solid tone emitted when the blade becomes damaged. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.

Event description:
It was reported that during an unknown procedure, unexpected noise heard. The scalpel could not cut and coagulate during the procedure. Changed another one to complete the procedure. No adverse event on the patient.